Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left implant had ruptured. An MRI to show, this is the case. Device explanted and replaced.

Event description:
Patient reported left implant had ruptured. Device was explanted and replaced. The device was discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.